Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed one of the two pins/spikes is disassembled from the body. Further examination found the weld has failed resulting in the pin becoming disassembled. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. A complaint database search against product code 200042074 found one additional reported event. The root cause of the weld failure is unknown. Based on the complaint database search the failed weld is being considered an isolated incident. Based on the low frequency of reported events, no corrective action is being pursued at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The metal prong broke off while impacting during surgery